Manufacturer narrative:
The insulin pump was received with detached end cap and minor scratches on lcd window. The insulin pump was received missing motor assemblies. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped and was totally damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced. The insulin pump was returned for analysis.